Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.6 cm from the connector pin exposing the outer coil adjacent to the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.